Manufacturer narrative:
The importer reported that a user facility reported that one of their patients experienced a significant burn at the treatment site following the use of the alma harmony system. The investigation determined the injury to be a second-degree burn; therefore, we are reporting this in good faith.

Event description:
The importer reported that user facility reported that one of their patients experienced a significant burn at the treatment site following the use of the alma harmony system.

Manufacturer narrative:
This follow-up report provides the results of the completed technical and clinical investigation. The reported event involved burn, classified as a minor injury, following the use of the alma harmony system with the clearskin applicator. The patient received conservative topical treatment only, and no surgical or advanced medical intervention was required. As part of the investigation, the clearskin applicator was returned to the manufacturer and subjected to testing. Inspection identified a faulty internal rod within the applicator. In parallel, communication with the user confirmed a usage deviation from the instructions for use. Based on the investigation findings, the event was determined to be caused by a combination of user-related factors and a faulty component. The condition identified is addressed through existing corrective actions. No new or unanticipated hazards were identified. The injury outcome remains non-serious and transient, and no further patient impact has been reported.

Event description:
The importer reported that user facility reported that one of their patients experienced a significant burn at the treatment site following the use of the alma harmony system.